Manufacturer narrative:
The replaced portion of the repaired percutaneous lead (lead) was returned for analysis. Evaluation of the submitted system controller log file confirmed the reported low speed events and pump stoppages. The x-rays showed multiple areas of concern on the external portion of the lead; in several locations, the lead appeared to be twisted and kinked and showed potential breakdown of the braided shield. Approximately 20" of the external portion/distal end of the lead was returned for evaluation. The entire length of the lead was covered in rescue tape. The returned section of the lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities. The tape was removed from the exterior of the lead, revealing severe cosmetic damage to the outer silicone sleeve along the entire length of the lead. Several tears were observed in the sleeve and many sections of the sleeve were missing. The lead also showed evidence of kinking and twisting; however, the clear bionate did not reveal any cuts. Upon removal of the bionate, breakdown of the metal braided shield was observed along the length of the lead and was most severe in the kinked areas near the terminus of the distal end bend relief and in the middle of the lead. Visual inspection of the underlying wires revealed a breach in the brown wire insulation near the terminus of the distal end bend relief, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing in this area. Visual examination and high-potential testing of the remainder of the lead did not reveal any other areas of compromised wire insulation. The brown wire represents one of the two redundant wires that comprise phase 2 of the three phase motor. If the exposed conductors of the brown wire made contact with the braided shield while the patient was operating on power module support, the resulting short to ground would have caused the reported low speed events and pump stoppages. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while at work, the patient experienced audible and visual low speed alarms and 5 pump stoppage events. The patient presented to the clinic and was admitted to the hospital. There were no reports of a driveline fault alarm. It was also reported that the patient's percutaneous lead (lead) was damaged with multiple sections of rescue tape applied. The patient was placed on an ungrounded power module patient cable. The patient was asymptomatic with a stable inr. The manufacturer's technical services representative confirmed the reported alarms and noted the alarms occurring only while the patient was supported by the power module patient cable. X-rays of the lead were submitted to technical services for review and revealed multiple areas of concern. On (B)(6) 2015, the manufacturer's technical services representative evaluated the lead and observed rescue tape all throughout, however, no open wires were found. A lead distal end replacement was performed and approximately 22 inches of the patient's lead was replaced. After the repair, the patient was connected to a regular grounded power module patient cable and no further alarms were reported.